Manufacturer narrative:
Practitioner reported patient experienced burning upon first use of the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom(s) and sign(s) reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Practitioner reported patient experienced burning upon first use of the product. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
The complaint samples were returned for evaluation. The results of the chemical testing performed were consistent with shelf life limits and the results of the testing of the returned lens cases revealed they met all product requirements.